Event description:
The customer obtained falsely elevated potassium results while using the architect c16000. The following initial and repeat results were provided: sample ID (B)(6): potassium 8.6 and 4.8 mmol/l. Sample ID (B)(6): potassium 6.8 and 4.2 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer replaced the cc ict probe and performed cuvette washing with detergent a. Replacement of the cc ict probe resolved the issue and was determined to be the cause for the issue. A review of the analyzer's service history identified no contributing factors and no subsequent issues have been reported. Return testing was not completed as returns were not available. A review of manufacturing documentation and trending data for the cc ict probe identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation no systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Multiple = (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained falsely elevated potassium results while using the architect c16000. The following initial and repeat results were provided: sample ID: (B)(6): potassium 8.6 and 4.8 mmol/l; sample ID: (B)(6): potassium 6.8 and 4.2 mmol/l. No impact to patient management was reported.